Manufacturer narrative:
Initial.

Event description:
It was reported that the user disconnected the ilet pump to shower and inadvertently left it disconnected overnight, during which the follower app view suggested basal delivery was occurring despite the pump being off the body; glucose rose to 325 mg/dl and returned to target after the pump was reconnected, and the reporter requested clearer follower notifications when delivery is paused or the pump is disconnected. Symptoms included hyperglycemia. Outcomes included a missed dose. Investigation included communication with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, with a usage problem identified consisting of improper or incorrect procedure and failure to reconnect the system; the involved component was the pump. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.